Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing as it was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from strain relief, damaging the solder joint connecting the rear pulse wires on the dn. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable and was causing a service code 204 (belt/monitor unusable).